Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due no sensing signals. Additionally, the r-wave could not be measured. The procedure was completed with a competitor rv lead. There were no adverse patient effects. The rv lead is expected to return for analysis.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due no sensing signals. Additionally, the r-wave could not be measured. The procedure was completed with a competitor rv lead. There were no adverse patient effects. The rv lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.